Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that upon return from MRI the tpn tubing was noted to be cracked at the connection to the manifold. The tubing was not leaking and will be changed when new IV fluids arrive. There was no patient harm.

Event description:
The customer reported that upon return from an MRI, the tpn tubing was noted to be cracked at the connection to the manifold. There was no leaking and the set was replaced. There was no patient harm.

Manufacturer narrative:
The customer¿s report that a tubing set cracked at the connection was confirmed. Visual inspection of the set showed 2 short, parallel cracks at the edge of the male luer spin lock. No additional signs of damage or abnormalities were observed. Functional and pressure testing confirmed leaking at the lower vent hole of the filter. Magnified inspection did not reveal any physical damage to either the filter membrane or housing. No leaking occurred at the cracked male luer connection. The root cause of the damage to the male luer was not determined. The root cause of the leak at the filter was not determined.